Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experiencing pocket stimulation presented in clinic for a follow-up. The device was in backup vvi and the patient¿s rhythm was not recorded. During the cyber security upgrade, the wand moved and the device reverted to bvvi. The clinician did not retry the download. The device was reprogrammed and patient's symptoms were resolved. The patient will be followed normally.